Event description:
A malfunction was reported with the pump by the customer, who noted there were no notable events leading up to the issue. There was no adverse impact to the customer¿s blood glucose level. To address the malfunction, technical support arranged to send a replacement pump with updated software and provided instructions for storage mode and returning the faulty pump. The customer acknowledged these instructions and agreed to use multiple daily injections as a backup insulin delivery method until the replacement arrived.